Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: 1. Revision bilateral laminotomies, l4-5, 2. Right l5-s1 laminotomy, to include complete facetectomy, 3. Bilateral l3-4 laminotomies, 4. Posterolateral arthrodesis, l3 to s1, 5. Posterior segmental instrumentation, l3 to s1, 6. Use of bmp; for a pre-op diagnosis of: 1. Right lower extremity radiculopathy, foot drop, 2. History of interspinous device placement. Per-op notes: levels were confirmed and intraspinous device was removed from l3-4 and l4-5. Complete facetectomy was performed at l5-s1 to expose canal. Midline laminectomy was performed and decompression was achieved at s1 nerve root and l5 nerve root in their entirety. There was significant tightness around l5 nerve root. L5 nerve root was intact, but had significant osteophytosis compressing upon it prior to facetectomy. Revision laminotomies were performed at l4-5 bilaterally. L4 nerve root was decompressed. Bilateral laminotomies were performed at l3-4. Wound was copiously irrigated, transverse process decorticated from l3- s1 and local autograft and bmp were placed. No complications were reported during the procedure. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.